Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No com plaint received with return of device. Failure (event) observed during analysis. Two external insulation abrasions breaching the rv and re lumens were noted between 15.0cm and 15.6cm from the distal tip, consistent with friction to another device. The re and rv etfe coating and the ptfe liner were intact at these locations.

Event description:
This report is to advise of an event observed during analysis.